Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. Review of the device log shows evidence of poor coupling between the pads and the patient based on the measured impedance. It was also determined that the pads used during the event were third party pads. The device passed full functional testing and ECG stress testing without duplicating the report. The returned multifunction cable was also stress tested and continuity tested with passing results. The device was recertified and returned to the customer. The pads used during the event were confirmed to be discarded by the customer onsite. Analysis of reports of this type has not identified an increase in trend.